Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, the display issue was unable to be duplicated. Unrelated to the original complaint, the display was dim and pink. Additionally, the battery compartment was cracked above and below the grip pad. The battery compartment had a leak in it and there was evidence of moisture corrosion in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (display issue) issue. The reporter stated that after the battery was changed, the pump screen was "stuck" on the verify screen and wouldn't do anything when the ok button was pressed. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.